Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the system is not getting switched on. There was no adverse patient impact reported.